Event description:
Two devices (cev104m) were returned to mxi svc and repair to address a warranty repair request.

Manufacturer narrative:
Device 2: cev104m (lot: 111101) - mfg date: 11/2011. (B)(6). Cev104m (lot: 199811mf): eval of this instrument indicated that the sheathing presented with traces of impact. Cev104m (lot: 111101): eval of this instrument indicated that the scissors were not cutting effectively, was most likely due to normal wearing. The scissors needed to be sharpened. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.